Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. The patient¿s mother described the skin reaction as redness, pus and infection at the insertion site, as well as issues balancing the glucose levels. The event occurred the day after the sensor had been inserted in the buttocks. The patient was treated with an insulin drip, and unspecified IV and oral antibiotics. At the time of the report he was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient was under 2 years old, which is off-label usage of the device.